Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The connection between the inhalation flow control valve and ventilation board was reconnected to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation during a case. There was no report of patient involvement.